Event description:
Lawsuit alleges in 2004, at a routing adjustment of the device by hcp, the patient was subject to electrocution. Lawsuit alleges "device was unsafe because it did not have a safety mechansim inhibiting maximum shock, and thus, allowed for enough shock to actually electrocute" the patient. No report of device explantation.